Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was exhibiting a battery status lower than expected prior to implantation. The device was not implanted, and will be returned to cpi for analysis.